Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The lens was returned to b+l and subjected to visual inspection. Results revealed a bent haptic loop on the trailing haptic plate. The inserter device was not returned. Bent haptic. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens using the ci-28 delivery device. Capsular tear was noted after lens implantation. Intervention was performed in order to enlarge the incision and remove the lens. A replacement intraocular lens was implanted. Reference MDR: 2031924-2011-00043.